Event description:
It was reported that the blue winged luer cap of a large volume intermate had been detached. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Though a detached blue winged luer cap was identified during evaluation, a defective product was unable to be verified as the device was not returned in its original packaging. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14j061 was manufactured september 25, 2014 ¿ september 30, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye noted the blue winged luer cap had detached from the distal luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.